Event description:
The patient presented to the emergency room after receiving atp and hv therapy for afib with rapid ventricular response. The r-waves had decreased since implant. Under fluoroscopy, a perforation was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.